Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Pursuant to atricure's internal processes, the complaint was escalated to a level ii investigation. The device history record was reviewed for non-conformance reports and reworks. There were no ncrs or re-works found that would have caused or contributed to the reported event. The complaint could not be confirmed. Device discarded by facility.

Event description:
It was reported that during ablation with the fusion 150 the temperature was not getting to 70c. Received a low temp error and the "replace device" error light was illuminated on the generator. The surgeon tried to re-position the device because he suspected it was a suction issue but the suction was found to be okay. The probe was removed and reconnected at the generator and the error light went off. Performed a few more lesions mono/bi without issue but eventually received low temp error again and replace probe light was illuminated. Attempted to connect/disconnect probe and dispersives without luck. Surgeon inspected the probe, and noted that one of the elements of electrode 1 was dislodged and bent over touching the element on the opposite side of the suction area. Was not able to photograph it before manually bent it back and tucked it in. Retried ablation on patient, and continued to receive error. It was also noted the distal magnet came off from the probe. Replaced probe, and finished case without incident.